Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported the device will be returned once it is released to manufacturer representative from risk management at the hospital. No further patient complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 8780 serial# (B)(4) implanted:(B)(6) 2016 explanted: (B)(6)2017 product type catheter analysis of the catheter found damage to the transition tube of the catheter body. Analysis of the pump found no anomaly. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-07. It was reported that a dye and rotor study were performed on (B)(6) 2017. The results of the dye study were successful with no visible defects to the catheter. During the rotor study, the rotors did not turn. The reservoir volume from the pump interrogation on (B)(6) 2017 was 15.3ml, and the reservoir volume prior to the dye and rotor studies on (B)(6) 2017 was 15.3ml. A report was sent to the patient's managing physician, and pump replacement was recommended. No surgery was scheduled at the time of report, and it was unknown if surgery was planned. Additional actions and interventions remained unknown, as well as environmental, external, or patient factors that may have caused or contributed to the event. It was specified that the pump medication was gablofen, and the concentration was 2000mcg/ml at an unknown dose. The patient's genetic disease was specified to be spastic paraparesis. The issue remained unresolved, and the patient's status remained alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 via a manufacturer representative regarding the patient's implanted infusion pump containing baclofen (4000mcg/ml at an unknown dose via flex dosing). The indication for use was intractable spasticity. The patient's medical history included a hereditary genetic disease which caused muscle spasms and intractable spasticity. The patient was primarily wheelchair bound. It was reported that over the last couple of weeks, the patient began exhibiting cycles of withdrawal and normalcy. The patient was taken to the emergency room on (B)(6) 2017 at around 1:00am. The pump was interrogated, logs were read, and no alarms or stalls were noted. The patient was given 80mg of oral baclofen as well, but it had no effect on her withdrawal symptoms. It was unknown whether any environmental, external, or patient factors caused or contributed to the issue. It was unknown what further actions or interventions occurred to resolve the issue, and it was unknown if surgical intervention was planned. The issue was considered unresolved at the time of report, and the patient status was noted to be alive - no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was experiencing intermittent episodes of withdrawal. The patient would go 17-18 hours with the withdrawal symptoms. The hcp performed a catheter dye study and roller study, and both looked great according to the representative; the representative did not know when those were performed. The patient had typical withdrawal symptoms, but the representative did not have specifics. The representative stated the doctor said it had been going on for a couple of months (2017). The drug related to the reported event was the current drug in the pump. According to the representative, the pump contained gablofen with a concentration of 2000 mcg/ml at a dose around 200 mcg/day. Additional information received from the patient via a representative on 2017-mar-24 reported the patient had intermittent withdrawals since replacement in (B)(6). It was unknown what environmental/external/patient factors that might have led or contributed to the issue. There were two dye and rotor studies performed. At the previously performed dye study, the catheter was aspirated and appeared patent under fluoroscopy. At the time of the dye and rotor study, the patient was doing well. Three weeks later, a second dye study was performed. The rotors did appear to move at that time unlike the previously performed rotor study. However, given the fluctuation in the patient¿s response to intrathecal delivery, it was once again decided to replace the pump. At the time of the explant on (B)(6) 2017, the hcp cut the pump connector and left it attached to the pump. Both would be returned for analysis by the manufacturer. The issue was resolved at the time of the report. The patient weight was unknown. The patient status was alive ¿ no injury. No further patient complications were reported.